Manufacturer narrative:
There is no allegation against a da vinci product associated with this event, therefore; no product was returned for failure analysis investigation. Intraoperative system event logs for the duration of this procedure show the system functioned normally and there were no indications relating to this event. Review of the five subsequent procedures found the system functioned normally; no intraoperative events or issues were observed. The following concomitant products were used during this procedure: 30 degree endoscope, vessel sealer extend, cadiere forceps, fenestrated bipolar forceps, and monopolar curved scissors. A site history review found no complaints were made for the instruments used during this procedure. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died after they had an acute event in the operating room. The cause of the event was not provided but speculated to have been likely of cardiac origin or a similar sudden event. There were no reported operative complications or device related issues. Based on the information provided in the summary of events, no intuitive surgical product or instrument contributed to this event.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the patient experienced cardiac arrest. The patient had an unspecified preexisting cardiac history. The surgeon reported that during the final quarter of the procedure the patient became hypotensive and coded. The robot was undocked and cardiopulmonary resuscitation was performed successfully with return of circulation. The patient was transferred to the ICU and expired several hours later. No autopsy was performed. The surgeon stated that potential differential diagnoses for cause of death are a gas embolism, myocardial infarction, or pulmonary thromboembolism as the patient¿s cancer was advanced. The ultimate cause of death is unknown. No additional information was provided.